Event description:
As reported by the user facility: customer reported under infusion; customer verbalized she knows one of the medications used as potassium - unk rate and what pump it was used in conjunction with. Customer unsure what the other medications were or at what rate they were set at. MFR: 9610825-2014-00011.